Event description:
The product labeling states that the device can be used with a short bore magnet type mr scanner. The rptr has experienced several instances in which the monitor has become "fryed" while in use with the mr scanner. The monitor will "malfunction", by either displaying unreliable results, or by not obtaining results. The "gauss field" created by the mr scanner is so strong, that it destroys the "board" on the monitor, necessitating repair. The vendor has been notified numerous times, and has instructed the facility to "move the monitor back" from the gauss field; 5 feet, and then 12 feet. The facility experienced the same problems previously described at both of these distance intervals. The rptr also states that the staff have a difficult time reading the monitors from this distance. The rptr is concerned because the pts who are having mr scanning done are critical as well as anesthetized. The staff must be able to monitor the parameters of bp, pulse, and o2 sat due to the acuity of the pts. The rptr feels that the vendor has not done enough to correct this situation, and feels that the device is mislabeled.